Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleged throat soreness,lightheaded,dizziness related to a CPAP device's sound abatement foam.there was no report of serious patient harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat soreness, lightheaded, dizziness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, the recalled machine was sent back months ago. Patient no longer have it. When patient received the replacement it was sent back. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.